Manufacturer narrative:
Device evaluated by MFR: the device has the polymer tip detached at 178.9 cm from the proximal end and the distal tip kinked. The overall length and outer diameter (od) of the distal tip could not be performed due to polymer tip detached. The od of the middle of the device and proximal section is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that the guide wire coating peeled off. During a procedure involving two 182cm straight tip v-14 controlwire guide wires it was noted that the extremity portion of the guide wires peeled off and pieces of the coating remained in the patient's artery. No further patient complications were reported. It was further reported that the target lesion contained tight stenosis and was located in the tibial artery. The peeling was noted while retrieving the guide.

Manufacturer narrative:
Device evaluated by MFR: the device has the polymer tip detached at 178.9 cm from the proximal end and distal tip kinked; also the body is kinked. Overall length and outer diameter (od) of the distal tip could not be performed due to polymer tip detached. Od of middle of the device and proximal section is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07189. It was reported that the guide wire coating peeled off. During a procedure involving two 182cm straight tip v-14 controlwire guide wires it was noted that the extremity portion of the guide wires peeled off and pieces of the coating remained in the patient's artery. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07189. It was reported that the guide wire coating peeled off. During a procedure involving two 182cm straight tip v-14¿ controlwire® guide wires it was noted that the extremity portion of the guide wires peeled off and pieces of the coating remained in the patient's artery. No further patient complications were reported.